Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) found that there was no result. The device was visually inspected and found that there was cracked downstream occlusion (dso) seal. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue could not be determined. As a result, the dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was found during the investigation of a returned pump that the downstream occlusion (dso) seal was crack.